Event description:
The customer reported that the telemetry device has a speaker malfunction. The device was not in use on a patient at the time of event, there was no adverse event reported.

Event description:
The hospital biomed reported the mx40 telemetry device had no sound. The device was not in use on a patient at the time of event.